Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the therapy pcb assembly. Proper device operation was then confirmed through functional and performance testing. The device was subsequently returned to the customer. (B)(4).

Event description:
The customer returned their device to physio-control for evaluation, because the service led on the device came on, and the device had logged multiple event codes. During device evaluation, physio observed that the device would not complete a charge cycle for defibrillation energy, but would disarm the charge. Therefore it would not be possible to provide a defibrillation shock if necessary. There was no patient use associated with the reported event.